Event description:
The following information was provided by the initial reporter: it was reported that the pump was beeping an alarm. Reported status of device was during medicine administration to the patient. There was no patient harm/adverse event reported. The following information was provided by the investigation: the cause of the reported issue was a faulty dso (downstream occlusion) sensor.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The customer reported issue was able to be confirmed through downstream occlusion test. The cause of the reported issue was a faulty dso (downstream occlusion) sensor. Dso sensor was replaced. Before returning to the customer the device has to pass functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.